Event description:
It was reported that (1) device was used during a laparoscopic ovarian cystectomy. It was reported by the rep that the surgeon fired the tsb35 without incident the 1st time, it was then reloaded by the scrub nurse, inspected by the surgeon, then inserted and fired. The surgeon did not feel right about how it fired, and asked for a reload, then noticed that the cartridge had fallen into the pts abdominal cavity. It was retrieved without incident. The blue piece of (tab) plastic was also retrieved. The surgeon decided to use another instrument rather than use the same one a 3rd time. There was no consequence to the pt.